Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes were observed on the right atrial lead. The device was reprogrammed to disable discrimination on the ra lead and the patient's condition was stable.